Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer requested an evaluation of the leads ECG issue. Philips is considering this to mean there is an issue with leads ECG. There is no patient involvement.